Manufacturer narrative:
H3, h6: the navio surgical system (korea), rob00079, (B)(6) intended for use in treatment, was not returned for evaluation, however a photo of the screenshot was provided for evaluation. A relationship between the reported event and the device was confirmed. The wording "demo (lasarkechbsko) is in red and the case is not getting deleted. When it was selected for case exporting, the error message "the system has detected that the launcher unexpectedly exited", popped up on welcome screen. A functional evaluation could not be performed as no device was returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. The most likely cause of this event is a software issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that when they tried to export navio case log, one particular case's wording was in red and when it was selected for case exporting, the error message "the system has detected that the launcher unexpectedly exited." Popped up on welcome screen. No patient was involved. No other complications were reported.